Event description:
It was reported that during a stenting procedure, removal difficulties occurred. The target lesion was located in the iliac arteries. The express vascular sd was inserted into an unknown guide catheter. While attempting to advance the device within the guide catheter, it became stuck. They were able to retrieve the device and the procedure was completed with another of the same. There were no patient complications reported and the patient's condition was reported as "ok". Additional information has been requested and is not available.

Manufacturer narrative:
The device was returned without original packaging. Visual and tactile inspections were performed. Analysis of the device revealed tip damage and a piece of the tip was removed. A shaft kink was noted approximately 25.5cm from the distal tip, as well as dried blood. There were no indications of manufacturing defects or product specification non-conformances found during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Eighteen years or older. (B)(4).

Event description:
It was reported that during a stenting procedure, removal difficulties occurred. The target lesion was located in the iliac arteries. The express vascular sd was inserted into an unknown guide catheter. While attempting to advance the device within the guide catheter, it became stuck. They were able to retrieve the device and the procedure was completed with another of the same. There were no patient complications reported and the patient's condition was reported as "ok". Additional information has been requested and is not available. It was further reported that the target lesion was located in the renal artery, not the iliac arteries. While advancing the stent delivery system (sds) outside of the patient, the device became stuck on an unknown guide wire, not in the guide catheter. The sds and guide wire were removed together as a unit. It was initially reported the procedure was completed with another of the same, however, it was further reported the procedure was not completed for an unknown reason. This product is only ous approved but is similar to an approved us device.